Event description:
The patient's family member reports the patient is in the hospital experiencing neurological problems. The patient had been experiencing numbness and difficulty walking since july, following a catheter replacement. An MRI was done which was found to be normal. Additional information has been requested from the hcp, but was not available on the date of this report.